Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) with a dilator snapped inside of the sheath. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed damage (delamination) to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2018. It was reported positioning issues occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system along with a 30mm watchman® laa closure device & delivery system were used. The shape of the laa was very complex with a deep lobe. The physician deployed the closure device, but then fully recaptured it because the size was too small. The physician then chose a 33mm closure device. During the deployment, the position of the closure device was a little deeper than expected. The closure device was unable to anchor to the laa. So the physician decided to fully recapture the closure device again. The physician finally completed the procedure with another closure device. The patient was stable without any complications. No damage to the closure or was reported. However, device analysis revealed inner liner delamination.